Event description:
It was reported that an unexpected reset occurred. Customer¿s blood glucose level was 200 mg/dl. Reportedly, the pump was replaced to resolve the issue and the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
Based on the reported information, this issue will not be investigated in accordance with wiq-0018322 section 5.1.2 the information will be used for tracking and trending purposes.